Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred in the cath lab. The iab was prepared and inserted under direct vision via the left femoral artery as per protocol. When pumping was initiated the iab did not inflate the entire length. According to the (rn) registered nurse the "top third of the balloon did not inflate". It is unknown if the pump alarmed. The user changed over the pump in order to eliminate a potential pump error, but still no inflation. The md then removed the iab and sheath as one unit. A second iab was prepped and inserted via a sheath, and into the patient's right femoral artery. The second iab did inflate for counter-pulsation upon start up and supported patient. According to the rn, there was no hematoma formation while patient was in the cath. Lab at the first insertion site (left femoral artery). There was no reported patient death, injury or complications. There was a reported few minute delay in iabp therapy. X-rays were not performed. The patient received the iab and left the cath lab for emergency bypass surgery after the angiogram with iabp support.